Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("fibroids"), dyspareunia ("painful intercourse") and anaemia ("anemia"). The patient was treated with surgery (abdominal hysterectomy and bilateral salpingectomy with removal of the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, uterine leiomyoma, dyspareunia and anaemia had resolved. The reporter considered anaemia, dyspareunia, genital haemorrhage, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: the placement was without complications. Plaintiff´s symptoms substantially resolved after the (B)(6) 2015 surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.